Event description:
Was using complete moisture plus contact solution for 5 days, and had to go to emergency room for an eye infection. Dates of use: one week in 2007. Diagnosis: eye drops. Event abated after use stopped: yes.